Event description:
In 2007, it was reported to boston scientific corporation that a procedure to remove stones from the common bile duct using a jag precursor guidewire was performed (pt age, gender and weight unk). According to the complainant, "after the guidewire was introduced into the common bile duct, the physician felt resistance when attempting to exchange the cannula using the guidewire. Under diaphanoscopy, it was noticed some detached tungsten (sic) [tip] inside [the] pt." And, "when the guidewire was removed, it was noticed that the tip of the guidewire was tore." Reportedly, the physician retrieved the tungsten (sic) [tip] and the procedure was successfully completed with a second jag precursor guidewire device. At the completion of the procedure, the pt's condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device has been disposed and could not be returned for evaluation; therefore, the relationship between the device and the cause of the reported event is undetermined. The october 2007 15-month jagwire product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.